Event description:
It was reported that, during the elective replacement of the implantable cardioverter defibrillator (ICD), which was connected to this lead, the impedance of the high voltage svc was larger than 4000 ohms. Prior the replacement the impedance was stable. Therefore it was believed that the df1 svc connector pin was broken during the procedure at the time of the ICD replacement. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.